Manufacturer narrative:
The device was evaluated by ventec where the reported issue of lower peep (positive end expiratory pressure) than set was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that the ventilator measured lower peep (positive end expiratory pressure) than set. There was no patient involvement associated with the reported event.